Event description:
A surgeon reports a broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional info has been requested.

Event description:
Add'l info provided by the physician indicates the pt's outcome was excellent.